Event description:
A report was received that the patient was experiencing irritation and pain at the pocket site. The patient was given pain medications.

Manufacturer narrative:
Additional information was received that the patient's irritation at the pocket site has been resolved.

Event description:
A report was received that the patient was experiencing irritation and pain at the pocket site. The patient was given pain medications.

Event description:
A report was received that the patient was experiencing irritation and pain at the pocket site. The patient was given pain medications.

Manufacturer narrative:
Additional information was received that the irritation was due to the patient's specific activities which caused her clothing to rub on the ipg site.